Event description:
It was reported that after taking a tissue sample, the physician noticed that the biopsy needle could not be fully closed. Reportedly, when comparing the length of the inner cannula, a difference in length was seen. The needles were about 3 mm longer. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for eval. The device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The result of the eval was confirmed. The root cause for this event has been identified. Corrective and preventative actions have been and will be implemented.